Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no impact to the customer's blood glucose. Reportedly, customer reverted to insulin pens for insulin therapy.